Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 145 mg/dl. The customer stated that they had replaced battery and the insulin pump shut down. It was reported that they had power issues with insulin pump. The customer reported that the display was flashing white. The customer was advised to disconnect from the insulin pump at the quick release set. The customer was advised to monitor the pump. The insulin pump will not be returned for analysis.